Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that when a plan is created in eclipse external beam planning and after calculation of the plan, a check and analysis of the dvh-curve is performed. The customer then changed the field weight of one plan on the original plan. Upon refresh, the dvh is completely wrong, the dvh and the statistics are sometimes underestimating and sometimes over stimulating the dose, with a difference up to 10%. When customer reloads the plan, the dvh changes back to a correct result. There was no report of serious injury as a result of this event.